Manufacturer narrative:
Citation: wei p, et al. A novel alternative: transapical transcatheter mitral valve-in-valve implantation using j-valve for failed bioprosthesis. J thorac dis. 2021 aug;13(8):5055-5063. Doi: 10.21037/jtd-21-975. Earliest date of publish used for date of event: august 1, 2021 (month and year valid). Medtronic products referenced: hancock ii (PMA# p980043, product code dye), mosaic (PMA# p990064, product code dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding transapical transcatheter mitral valve-in-valve implantation to treat failed mitral bioprostheses. All data was collected from a single center between may 2020 and january 2021. Of the 21 patients included in the study population, 12 (predominantly male, mean age 76.8 years) were previously implanted with a medtronic bioprosthetic mitral valve: hancock ii (11) or mosaic (1). No unique device identifier numbers were provided. The implant duration of the medtronic bioprosthetic mitral valves ranged from 8 to 14 years (mean 10.9 years). All medtronic bioprosthetic mitral valve patients underwent transcatheter valve-in-valve replacement with the non-medtronic j-valve system. The mechanisms of mitral valve failure were severe mitral regurgitation, severe mitral stenosis, or mixed regurgitation/stenosis. Prior to performing valve-in-valve replacement, the authors also observed the following adverse effects: heart failure, elevated gradients, and pulmonary hypertension. No additional adverse patient effects or product performance issues were reported.